Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthrodesis surgery the screwdriver twisted or broke off at the tip. All broken-off pieces could be retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8737-38 serial/batch number (B)(6) was received for investigation. No functional testing was performed because the received device had a broken tip. Upon visual evaluation, it was found that the tip was broken. The cause remains undetermined.